Manufacturer narrative:
The reported event of high v-pli (ventricular pacing lead impedance) was confirmed by analysis. The device impedance was tested on the bench and showed high v-pli. However, during the analysis, the high impedance was lost and was not able to be reproduced. Therefore, the root cause of the high v-pli could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with lead pacing impedance that exceeded the upper limit. The lead was suspected to have been broken or exhibited poor contact. X-ray done on (B)(6) 2020 showed no signs of wire rupture. During operation on (B)(6) 2020, malfunction was not detected on the lead. The connection between the lead and implantable cardioverter defibrillator did not loosen. The system was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-17481.